Manufacturer narrative:
Based on analysis of the available episodes, programming a higher single zone of 240 bpm or 250 bpm may represent the best option for this patient. Boston scientific received information from the local representative that an ep study was performed but proved to be inconclusive. The device was reprogrammed to a single zone at 250 bpm. The patient's medications were adjusted and the patient was given a magnet to deactivate device in case inappropriate shocks occurred again.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient received multiple shock therapies and wanted to discuss the stored episodes. Episode printout were received which showed that the rhythm had varied from 150-220 bpm associated with wide and regular complexes. The technical service's consultant commented that the arrhythmia could be ventricular tachycardia (vt) or supraventricular tachycardia (svt). Shock therapy was delivered when the patient was walking. The patient was not symptomatic prior to shock therapy delivery. If the physician concludes that the patient's arrhythmia was svt, the device's conditional zone could be increase in the 220-230 bpm range. The episode's rhythm was detected in the conditional zone and is the rhythm was different than the template. The qrs was wide which lead to shock therapy. Shock therapy was exhausted in episode #002. The post-shock impedance measurement was 64 ohms. The patient is scheduled for an electrophysiology (ep) study. The physician will attempt to recreate this rhythm. The patient's device history is significant for prior inappropriate shock therapy due to t-wave oversensing with the sense vector programmed in primary. A treadmill test had been performed in the past and the patient's heart rate did not exceed 130-140 bpm as the patient is on beta blocker medication. Stored data from the device was reviewed and discussed with the local representative. The physician could consider reprogramming the device to a single tachycardia zone with a rate cut off of 240 or 250 bpm. The technical service's consultant commented that a review of episode with 5 shocks, programming the a single tachycardia zone to 250 bpm would not have prevented shock therapy. Programming to a higher shock zone would have prevented shocks in treated episode #1 and treated episode #3.